Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a stenosed non tortuous lesion in the left main coronary artery. After post-dilatation of a non-abbott stent, the 5.0x8mm nc trek balloon dilatation catheter (bdc) would not fully deflate. The bdc was inflated to a maximum of 16 atmospheres and for a maximum of 20 seconds. The amount of time negative pressure was held to deflate the bdc was not provided; however, the bdc was used per the instructions for use. Troubleshooting attempts were done to attempt to deflate the balloon by cutting the hub but was unsuccessful. A syringe was used and the balloon slightly deflated; however, did not completely deflate. The bdc was removed and the procedure was successfully completed with an unspecified device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: resistance from the catheter was noted during removal when the bdc was not deflating. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.